Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(6) discovered that a piece of handpiece chipped off near locking portion of handpiece. Tka application. Update: per the mps, he is not sure when the chipping of the handpiece occurred. It may have been during the procedure or it could have been during cleaning.

Manufacturer narrative:
Reported issue: the handle pivot locking mechanism on the handpiece was chipped / a chip came off. Product history review: device history records indicate (B)(4) were manufactured under lot k09zq and 24 including part 4202568 were accepted into final stock on 08/14/2017. A review of (B)(4) revealed that the issue is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n 209063, s/n (B)(4) in prodex lot k09zq shows no additional complaint(s) related to the failure in this investigation. Visual inspection: visual inspection revealed no physical damage. Dimensional inspection: dimensional inspection was not completed since the reported issue was visually identified damage to the part. Material analysis: material analysis was not completed since the reported issue was visually identified damage to the part. Functional inspection: functional inspection revealed no physical damage and the product functioned as intended. Conclusion: failure was not observed. No chips or chipping was identified. The handpiece was also tested in the handpiece test (qip0243) and passed. The motor spun as expected during the test. The cable was agitated during the test and the unit remained functional.

Event description:
Cs discovered that a piece of handpiece chipped off near locking portion of handpiece. Tka application. Update: per the mps, he is not sure when the chipping of the handpiece occurred. It may have been during the procedure or it could have been during cleaning.